Event description:
Related manufacturer reference number: 3006705815-2022-15235, 3006705815-2022-15236, 3006705815-2022-15237. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the lead extension b found it was cut into two segments as a result of the explant procedure. Each segment was tested for continuity from contacts to bare wires and no opens were found. The terminal end segment had setscrew engagement marks on the appropriate contact indicating that the extension was properly secured.